Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)') and device expulsion ('migration of essure device location of device: uterus') in a (B)(6) year-old female patient who had essure (batch no. C38209) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anemia. Concurrent conditions included intermittent headache, anxiety, vaginal pain, pain in joint involving lower leg, menstrual cycle abnormal, atopic rhinitis, bruising of face, neurasthenia, gastrointestinal inflammation, ligament sprain, thoracic sprain, tobacco user, weight loss, ligament sprain, perineal pain, dysmenorrhea, allergy (penicillin), urge incontinence, hemostasis and pregnancy on oral contraceptive. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 months 29 days after insertion of essure. The patient was treated with surgery ((total hysterectomy (uterus and cervix removed) on (B)(6) 2016, partial salpingectomy and (total hysterectomy (uterus and cervix removed) on (B)(6) 2016, partial salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, urinary tract disorder, bladder disorder and migraine outcome was unknown and the dyspareunia had resolved. The reporter considered bladder disorder, device expulsion, dyspareunia, fallopian tube perforation, migraine, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: the  plaintiff's partner(spouse) experience the event: spouse feeling sharp pain during intercourse which is captured under case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. That everything was perfect- as per pfs. As per mr: findings: uterine cavity appears normal, bilateral tubal occlusion is noted with essure coils in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs & mr received. Event injury nos was replaced by the new events: bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: uterus, dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)), perforation (uterus). Lot number was added. Lab data was added. Concomitant conditions, historical conditions and reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)') and device expulsion ('migration of essure device location of device: uterus') in a 26-year-old female patient who had essure (batch no. C38209) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anemia. Concurrent conditions included intermittent headache, anxiety, vaginal pain, pain in joint involving lower leg, menstrual cycle abnormal, atopic rhinitis, bruising of face, neurasthenia, gastrointestinal inflammation, ligament sprain, thoracic sprain, tobacco user, weight loss, ligament sprain, perineal pain, dysmenorrhea, allergy (penicillin), urge incontinence, hemostasis and pregnancy on oral contraceptive. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 months 29 days after insertion of essure. The patient was treated with surgery ((total hysterectomy (uterus and cervix removed) on (B)(6) 2016,partial salpingectomy and total hysterectomy (uterus and cervix removed) on (B)(6) 2016, partial salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, urinary tract disorder, bladder disorder and migraine outcome was unknown and the dyspareunia had resolved. The reporter considered bladder disorder, device expulsion, dyspareunia, fallopian tube perforation, migraine, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: the  plaintiff's partner(spouse) experience the event: spouse feeling sharp pain during intercourse which is captured under case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. That everything was perfect- as per pfs. As per mr: findings: uterine cavity appears normal, bilateral tubal occlusion is noted with essure coils in place. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, dyspareunia, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)') and device expulsion ('migration of essure device location of device: uterus') in a 26-year-old female patient who had essure (batch no. C38209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency anemia. Concurrent conditions included intermittent headache, anxiety, vaginal pain, pain in joint involving lower leg, menstrual cycle abnormal, atopic rhinitis, bruising of face, neurasthenia, gastrointestinal inflammation, ligament sprain, thoracic sprain, tobacco user, weight loss, ligament sprain, perineal pain, dysmenorrhea, allergy (penicillin), urge incontinence, hemostasis and pregnancy on oral contraceptive. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 months 29 days after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed) on (B)(6) 2016,partial salpingectomy and total hysterectomy (uterus and cervix removed) on (B)(6) 2016, partial salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, urinary tract disorder, bladder disorder and migraine outcome was unknown and the dyspareunia, pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, migraine, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: the  plaintiff's partner(spouse) experience the event: spouse feeling sharp pain during intercourse which is captured under case: (B)(4). Patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain ,abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. That everything was perfect- as per pfs. As per mr: findings: uterine cavity appears normal, bilateral tubal occlusion is noted with essure coils in place. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, dyspareunia, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received reporter information was added new event added pelvic pain abdominal pain, dysmenorrhea (cramping). And event outcome added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.